Event description:
A surgeon reports having a pt with myopic surprise following intraocular lens (iol) implant surgery. The lens was also found to have rotated. The lens was exchanged one month later and the pt is "doing better". Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/15/2008, and 09/03/2008. A completed questionnaire has not been received. This report was mailed to FDA on 9/12/2008.